Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('4 months and no beat') and pregnancy with contraceptive device ('pregnant with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnant with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (dilation and curettage). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('4 months and no beat') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure"). The patient was treated with surgery (dilation and curettage). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.